Event description:
Medtronic ats received information that after the implant of this mechanical valve in the mitral position, it was noticed that the leaflets were not moving properly. Bypass was reestablished and the valve was repositioned. The surgeon reported that the leaflet was not moving at the hinge. The valve was replaced with another valve with no adverse effects.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.